Event description:
Patient was revised due to tibial loosening at the cement/bone interface. Competitor cement was used in the primary surgery. Osteolysis and poly wear/pitting were also reported.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed unanticipated wear for a polyethylene knee device implanted for approximately two years. The investigation found evidence of third body debris being introduced into the joint space leading to accelerated wear. The investigation could not draw any conclusions about the root cause of the third body debris. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.